Manufacturer narrative:
Reference record (B)(4). A bezoar if a known complication of j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a gastroscopy was performed, the 'trajectory' of the intestinal tube is visible now. At the tip of the intestinal tube, there is bezoar which explains the abdominal pains and ulcer in the jejunum. The intestinal tube was removed and a replacement will be arranged after the ulcer has completely healed (8 - 10 weeks). A gastroenterologist and neurologist were consulted and it was decided that duodopa will be administered via the peg-tube in the meantime.

Manufacturer narrative:
Reference record: (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the patient reported abdominal pain and the gastroenterologist found an ulcer in the jejunum and that the traject of the intestinal tube was unclear. Pantomed was started as treatment for the ulcer. It was also decided not to stop the duodopa treatment as the patient is clinically well.